Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that an increase in pacing thresholds was noted with this right ventricular (rv) lead. It was noted at a follow up it was not possible to obtain pacing thresholds and undersensing was seen. The rv lead had dislodged and thus was repositioned. No additional adverse patient effects were reported.